Event description:
It was reported that during an implant attempt, the atrial lead helix was tested outside of the body prior to implant. Once in position, the helix would not deploy. The lead was removed from the patient and tested again outside the body and would not deploy. The procedure was delayed by a day due to no available replacement lead. The atrial lead was replaced the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.